Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Manufacture location: synthes (B)(4). Manufacture date: october 22, 2015. Expiration date: september 30, 2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted originally implanted with a trochanteric fixation nail - advanced, with a lag screw and locking screw on (B)(6) 2017 was revised to an unknown competitor's total hip on (B)(6) 2017 due to the lag screw cutting out post-operatively. During the revision surgery all synthes devices were removed easily and intact. There were no surgical delays, device malfunctions, or additional medication intervention required. There were reportedly no x-rays taken during the procedure. The surgery was successfully completed and the patient status was reported as fine at the end of the surgery. The explanted devices are not available for investigation. Concomitant medical products: 11mm / 130 degree titanium cannulated trochnateric fixation nail - advanced (part # 04.037.142s, lot # h224227, quantity 1); 5.0mm titanium locking screw w / t25 stardrive 32mm femoral intramedullary nail - sterile (part # 04.005.522s, lot # h253235, quantity 1). This report is for one (1) tfna screw this is report 1 of 1 for (B)(4).